Event description:
It was reported that a pta balloon dilatation catheter would not deflate after the first inflation was performed to nominal pressure. The catheter was manipulated and after approximately 15 minutes, the physician was able to fully deflate the pta balloon and withdraw it from the patient without disturbing the introducer sheath. An additional pta balloon catheter was advanced and used to successfully complete the procedure. No report of patient injury.

Manufacturer narrative:
The lot number for the device was provided. A review of the device history records confirmed the lot met all release criteria. This is the only complaint reported to date for this lot number to date. The sample will not be returned for evaluation. Therefore, a sample evaluation could not be performed. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. The current IFU (instructions for use) states: use of the vascutrak pta balloon dilatation catheters: precaution: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and slowly inflate the balloon with an inflation device. It is recommended that the balloon pressure be increased 1atm every 30 seconds until the lesion is effaced or the rated burst pressure is reached. Slowly apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. Precaution: fully evacuate the balloon prior to withdrawing the system. Larger sizes of vascutrak balloon may exhibit slower deflation times. If the balloon does not deflate, advance a sheath or catheter over the proximal portion of the balloon to straighten out the connection of the balloon to the inflation lumen. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath.